Event description:
Both push handles on an aluminum drive transport wheelchair, sheared about an inch above the folding cane hinge. The shear occurred as the user sat down and then the chair fell backwards. The shears are neat, smooth and identical leading me to suspect a manufacturing defect. This sturdy user only suffered bruising, but that was lucky. I can image many fragile elderly suffering severe consequences.